Event description:
Customer reported that on (B)(6) 2011, she received a reading of 138 mg/dl on her precision xtra blood glucose meter, which was lower than she felt. Customer further reported that on (B)(6) 2011, she experienced fatigue, polydipsia, polyuria, blurred vision and a "fever". Customer self-presented to a healthcare facility where she was diagnosed with severe hyperglycemia and treated with unspecified intravenous fluids and medications. Customer self-treated with tylenol. It was additionally reported the customer had been using test strips related to an on-going field action for abbott's precision family test strips. Customer noted she believed she had been under medicating herself based upon readings received while using affected test strips. There was no report of death, serious injury or mistreatment associated with these events.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. The standard deviation was within specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter memory.

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010. This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.